Manufacturer narrative:
Corrected information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in a zip lock bag. The lock-out assembly has been removed. Ovd is observed in the device. The plunger is fully advanced outside of the device. The iol was returned outside of the device wrapped in surgical fabric. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is intact. The optic is scratched/cracked near the centre. The reporter stated the use of opegan-hi as an ovd, this is not qualified for use with the associated iol model. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noticed large crack was confirmed near the center of the optic. Subsequently, it was removed during initial procedure. Additional information was requested.